Event description:
A complaint of imprecise sequential readings was received on a customer's sof-tact/soft-sense blood glucose meter. Readings of 19.1 and 5.6mmol/l were obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.